Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels; however, no specific bg value was provided. The customer did not indicate how their bg levels were addressed. Reportedly, the customer attributed their elevated bg levels to a growth spurt. No additional information was provided.